Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt for treatment of normal pressure hydrocephalus after submembrane hemorrhage on (B)(6) 2017 with setting 120mmh2o. After that, gradually the pressure setting was changed, but it did not advance the reduction of the ventricle although the setting was changed to low pressure. The issue was not improved even changing direction of the abdominal cavity catheter and positioning. The revision surgery was performed with the valve lp2006 (90mmh2o) o6 (B)(6) 2017. The patient¿s condition was improved. The patient was (B)(6) -year-old female. Primary disease: subarachnoid hemorrhage. Csf protein: normal. The surgeon commented that although it was confirmed the contrast flow by pumping, it may be that spontaneous dripping of cerebrospinal fluid has not occurred. No further information available and the product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: a small hole was noted in the silicone housing. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with (B)(4) the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Leaked from the small hole in the silicone housing. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111 with lot 118034, conformed to the specifications when released to stock in 6th february 2017. No root cause could be determined; as no problem was noted with the valve. The root cause for the small hole noted in the silicone housing is due to user error, as noted in the IFU silicone has a low cut / tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.